Event description:
It was reported that during a laparoscopic anterior resection, the device did not cut and fired malformed staples. It was not reported how the procedure was completed. There was no adverse consequence to the patient.